Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the collimator was mechanically adjusted to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the system had a collimator initialization error at boot up. The issue occurred during pre op. The site aborted surgery. There was no impact to patient outcome.